Event description:
It was reported that the patient underwent an acdf. The patient underwent a revision surgery after a screw was found broken on an x-ray. The patient was asymptomatic.

Manufacturer narrative:
(B)(4): the screw was returned for evaluation. Macroscopic examination of implant confirms the screw is broken. Optical examination of the head identified witness marks and material deformation. Witness marks and material deformation on top and side of screw head consistent with implantation and subsequent screw interface with plate anti-migration features. Microscopic examination of fracture surface reveals a quasi-brittle fracture with no indication of torsion or fatigue. A review of the device history records did not identify any applicable nonconformance to specification.